Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test failed during the pre-use check. Our field service engineer investigated the ventilator and solved the issue by replacing the expiratory pressure transducer pcb (printed circuit board). Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the reported issue could not be determined.